Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a 27mm bioprosthetic mitral valve, implanted for approximately four (4) years and one (1) month, was explanted due to moderate to severe mitral valve stenosis with regurgitation. Operative findings indicated that the bioprosthetic mitral valve had significant stenosis along the couple leaflets and the opening was severely reduced. In this same procedure, patient also underwent a tricuspid valve repair and aortic valve replacement. The explanted device was replaced with another 27mm bioprosthetic valve. Operative report indicated that the complications were aortic valve regurgitation after initial implantation of the mitral valve, followed by a perivalvular leak, which was reduced. The patient tolerated the procedure well.

Manufacturer narrative:
(B)(4). Device not returned. Additional manufacturer narrative: the device is not available to be returned as it was discarded by the hospital. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Follow up attempts to obtain additional information are in progress. Operative report findings indicated that the bioprosthetic mitral valve had significant stenosis along the couple leaflets and the opening was severely reduced. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Should new information becomes available, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.